Event description:
It was reported by the rep that the (1) 5 dcs and the (2) er320 were used during a laparoscopic cholecystectomy procedure. It was reported that the tips on the 5 dcs were loose and the clip appliers misfired. There was an extended or time of five minutes. There was no pt consequence.